Manufacturer narrative:
Updated reporter details.

Manufacturer narrative:
Updated reporter details.

Event description:
It has been reported that an abnormal noise is coming from the device during an operational check.